Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was explanted but the leads remained in the patient. It was stated the patient was having an mra of the neck and it was not related to the device or therapy it was stated that scar tissue had likely grown over the leads. It was noted the patient had burned¿ through 3 stimulators out¿ and it was no longer working for them. It was noted these issues occurred in 2009.